Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed. It is not known if any sterile saline entered the patient's vasculature. The likelihood of any saline going into the patient's vasculature is low because the manifold remains outside of the vein. In any case, administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leaks. The event is possibly related to the device and procedure.

Event description:
The customer reported that on (B)(6) 2022, the solex catheter (lot # unknown) was inserted into the patient's right subclavian vein. No power injections were used. The reporter stated that the healthcare provider who placed the catheter is trained and typically works in medical intensive care unit (micu) more than cardiac intensive care unit (cicu). Per the customer, the catheter was leaking saline at the manifold region during treatment. The customer did not report at what stage of the treatment the leaking issue happened, but it was stated that the patient had already reached the target temperature. Therefore, the ivtm treatment was ended. Per the reporter, the catheter was removed on (B)(6) 2022. No other therapies were used to resume therapy. The staff nurse caring for the patient noted that 1.5 l had been consumed from the saline bag before stopping the treatment. No further information was provided. No harm was done to the patient.

Event description:
The solex 7 catheter (lot # unknown) was inserted into the patient's right subclavian vein on (B)(6) 2022 for ivtm therapy. The customer stated that no powered injected contrast was used through the central line access, meaning that all cvl lumens were used for usual medication administration. Therefore, there was no flow rate through the lumens matching/exceeding 5cc/sec as found with contrast injection. The reporter stated that the healthcare provider who placed the catheter is trained and typically works in medical intensive care unit (micu) more than cardiac intensive care unit (cicu). Per the customer, during induction (cooling phase of the treatment), saline was observed leaking from the proximal end of the catheter, the manifold, which is physically stitched to the patient's skin. Initially, the staff nurse caring for the patient stated that 1.5 l had been consumed from the saline bag before stopping the treatment. However, upon follow-up, the nurse confirmed that the original 500-ml saline bag was never replaced. It was just noted the saline bag had become depleted past the standard 250 ml of saline with liquid observed under the tegaderm dressing. The nurse suspected that about 50-100 ml saline may have infused into the patient's bloodstream. The catheter was removed and replaced on (B)(6) 2022. The treatment was continued and completed successfully. No harm was done to the patient.

Manufacturer narrative:
B5 (describe event or problem) was corrected based on the received additional information. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leaks. The event is possibly related to the device and procedure.